Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found intermittent image due to burned/bad connector. The device evaluation also found stain/rust inside the charged coupled device (ccd). The investigation determined that the issues were caused by a component failure. However, the investigation was unable to determine what caused the component to fail. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
It was reported when the user tried to connect the camera head to the monitor, the camera head was not making a connection and the monitor did not recognize the camera head. The issue occurred during set-up of the device, prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.